Manufacturer narrative:
The returned linear lead was analyzed and visual inspection revealed that the lead was cleanly cut into two pieces approximately 22.5 cm from the distal end of the lead. The clean cut damage is a result of a typical explant procedure and it is not considered a failure. No other anomalies were identified on the returned portion of the lead. With all the available information, boston scientific concludes the allegation the lead is tied to high impedance: the reported event was not confirmed. Visual inspection revealed that the lead was cleanly cut into two pieces approximately 22.5 cm from the distal end of the lead. The clean cut damage is a result of a typical explant procedure and it is not considered a failure. Electrical test could not be performed due to the cut lead body. No other anomalies were identified on the returned portion of the lead aside from the clean cut. The probable cause selected is cause not established due to incomplete or cut returned lead. The clean cut damage is a result of a typical explant procedure and it is not considered a failure.

Event description:
A report was received that a lead was returned due to high impedance from unknown procedure.

Event description:
A report was received that a lead was returned due to high impedance from unknown procedure.